Event description:
A 24mm amplatzer septal occluder (aso) was successfully implanted; however, approximately 30 months later the patient suffered a myocardial infarction caused by a cardiac embolism. An emergent angiogram found a blood clot which was removed. The patient's cardiologist alleged the clot was related to the aso. Two weeks later, the patient was admitted again due to chest pain to rule out another clot. An echocardiogram, trans-esophogeal echocardiogram, ultrasound and angiogram were negative. The patient was referred to a hematologist for irregular blood clotting.

Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because the device remains implanted and could not be analyzed. The cause of the event remains unknown.